Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that only the ipg was explanted on 18 feb 2022 and the paddle lead remains implanted.

Event description:
It was reported that the patient experienced ineffective stimulation. Diagnostics revealed high impedances on half of the contacts. Imaging revealed that the paddle lead had migrated. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.